Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit chip, designator u2 had become corrupt and caused the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon device boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon device boot up. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.